Event description:
A nurse called for a customer to inform that they were admitted to hosp for dka. Customer was disconnected from the pump and treated with manual injections. It was stated that the customer did not exercise the two high bg rule prior to the hospitalization. The dr could not determine the cause of dka. Troubleshooting was performed. Pump passed all the tests. The totals were not verify due to the basal changed in pump. Additionally, the customer did not prime the set or the cannula manually, and reused the reservoir before being admitted to the hosp. Advised the customer of the proper techniques, and instructed to change the set/site every two-three days.